Event description:
It was reported that the patient had an infection. The patient underwent a system explant procedure. The explanted devices will not be returned as they were kept by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 weeks after the implant procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn : m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 20521727.